Event description:
The device has been explanted.

Event description:
Patient reported a left side rupture and "limited rotation of arm." Healthcare professional later reported "malignancy" which is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, varied injuries, cancer breast-ndr.